Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted the day prior to the report and were having stimulation the wrong location. He was only feeling stimulation in his left leg. The patient reported he was playing with the patient programmer (pp) and thought he messed something up. The patient was walked through returning to the clinician settings. After returning to the clinician settings then increasing stimulation the patient was still only feeling stimulation in his left leg and he only had one program in his group. The healthcare provider (hcp) further reported there was a 50% or greater symptom reduction. The cause of the event was determined to be device related and reprogramming was needed. The parameters were reprogrammed and the patient received pain relief in his back and legs. The patient experienced a sudden loss of therapeutic effect the first day post implant and a loss of stimulation the first day post implant. The patient recovered without permanent impairment. The patient further noted that the received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).